Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is that a screw head was fractured during closing the cranium. The distributor reported that the screw was fractured, the tip remained embedded, and the screwhead could not be found. No product was returned and no functional tests or inspections could be performed. No x-ray, scans, pictures, or physicians reports were provided. For these reasons, the complaint could not be verified and the most likely underlying cause of this complaint could not be determined. There are no indications of manufacturing defects. This is a level three complaint in accordance with the levels defined in section 7.2.3 of sop 14.0.9 (product evaluation). The risk of the screws fracturing is captured in afmea 1.5mm self drilling screws_rev 0 under #2 / place self-drilling screw / insert screw / screw fracture / increase in surgical time, loose material, unhappy surgeon. The risk has a listed severity of 4 (referring to sop 4.1.1, surgical procedure cannot be completed, injury to user, patient or third party, revision surgery required, infection) and occurrence of 1 (referring to sop 4.1.1, =.5%). There were no adverse event reports. The screw was retained by the patient. This complaint is similar to the example outlined in inst 14.0.11.1 rev 3 MDR reportability guidance microfixation. The line for functional: retained foreign body / standard & titanium screws states that this is not a serious injury as there is not a clinical risk to the patient if these were to occur as there is no permanent damage to the patient and an intervention is not necessary to prevent permanent damage to the patient. Therefore, the severity of this complaint is no greater than the severity listed in the fmea. For all 1.5x4mm ht sd x-dr scr 5-pk (95-6104) in the previous one years (from the notification date), there has been a complaint rate of 0.03%, which is no greater than the occurrence listed in the application fmea. The DHR of this product could not be reviewed due to the lot number being unknown if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The user facility is foreign; therefore a facility medwatch report will not be available. (B)(6).

Event description:
It was reported that a screw fractured during a cranial procedure. The fractured screw remained in the patient's bone and the fractured screw head was unaccounted for. No additional patient consequences were reported.